Event description:
It was reported that prior to the implant of a transcatheter valve, the patient was hospitalized due to worsening congestive heart failure (chf), and had pre-existing mitral stenosis (ms) and tricuspid regurgitation (tr). Treatment for the ms and tr were planned to occur after the transcatheter valve implant procedure. During the implant procedure of the transcatheter aortic valve, hypotension was observed and intra-aortic balloon pump (iabp)/extracorporeal membrane oxygenation (ECMO) were performed. Additionally, oral and nasal hemorrhaging were observed on the same day as the implant of the valve. It was reported that 2 days following the implant of the transcatheter valve, the mitral valve replacement and tricuspid valve repair were performed successfully; however, the patient could not be weaned off of the circulatory support devices. A tracheostomy was performed 12 days following the implant of the valve; however, the patient's oxygenation levels decreased and bacterial pneumonia was suspected following further examination. The patient was treated with antibiotics; however, the inflammation persisted and sputum cultures did not detect any bacteria. Therefore, the patient was treated with steroids as post-bacterial pneumonia organizing pneumonia was suspected. During this process, bacteremia recurred and the patient's condition did not improve. Approximately 1 month and 3 weeks following the implant of the transcatheter aortic valve, the patient died due to septic shock caused by pneumonia.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.